Event description:
Medtronic received info that this cardiac sump was being used in the thorax. During extraction from the pt's chest, it was noted that the tip detached from the body of the cannula. The tip was able to be retrieved from the pt. There were no adverse pt effects reported as a result of this incident. The device was returned for analysis.

Manufacturer narrative:
Analysis: upon receipt, visual inspection confirmed that the sump tip was completely detached from the cannula body. Further inspection revealed solvent bond residue 360 degrees surrounding the cannula body tip and sump tip, indicating bonding was applied during the manufacturing process. It was unable to be determined what caused the sump tip to separate from the cannula body during use. The device was forwarded to the supplier for detailed analysis and root cause for this incident. Conclusion: visual inspection confirmed the sump tip was separated from the cannula body and solvent bond residue was used during the manufacturing process. The device has been forwarded to the supplier for detailed analysis to determine root cause for this incident. When additional information is received, this event will be updated and a follow-up report will be forwarded to the FDA.